Event description:
Reporter stated that the inform base unit's internal contacts were "charred". No adverse event was reported. The MFR requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
Event occurred in other country.